Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 230 mg/dl. The customer stated he had received over 20 no delivery alarms over the course of a couple weeks. He also stated that the alarm was resolved by a reservoir and infusion set change. Troubleshooting was declined. The customer was advised that since he has scar tissue, he should talk to his health care provider about different infusion sets. The product is not being returned. Nothing further was reported.